Manufacturer narrative:
Device evaluation: the reported issue that the amount of blood cells the customer was getting back was less than they are used to was verified during service. The service technician found that the centrifuge bulb was not lighting up. The issue was resolved by replacing the bulb centrifuge. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the amount of blood cells the customer was getting back was less than they are used to. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.